Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. We were unable to perform all functional testing including the displacement, operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify prime/fill anomaly due to buttons not responding. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that his insulin pump would take a long time to complete the priming process, and when he pressed the act button insulin had squirted out of the device. The display would not display the amount of units either. The device kept prompting him to press the act button to fill the tubing. The patient's blood glucose at the time of incident as 130 mg/dl. The insulin continued to drip from the tubing after the motor stopped during the manual prime process. The insulin pump will be returned for analysis.